Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing. The rv lead was found to have t-wave oversensing (twos), short v-v intervals, and non-sustained ventricular tachycardia (ns-vt) episodes. The lead was reprogrammed, the issues was resolved and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.